Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the sds met resistance during removal over the guide wire due to a buildup/coagulation of procedural contaminants (blood, contrast) thus causing the sds to become stuck on the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the non-tortuous, heavily calcified, 75% stenosed, proximal right coronary artery (rca). A 3.25 x 12 mm xience alpine stent delivery system (sds) was selected for the procedure. The sds was advanced with no resistance to the lesion and the stent was successfully implanted. To ensure that the stent was fully apposed to the artery wall the sds balloon was inflated to 10 atmospheres three times. During removal of sds from the anatomy, resistance was felt with the non-abbott guide wire. In order to facilitate the removal of the sds, the guide wire was pushed and pulled until the sds was independently removed from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.